Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "failure code 808:02." (B)(4).

Manufacturer narrative:
The condition of failure code 808:02 was confirmed through evaluation and was found to be due to a faulty phm (pump head module). The phm channel a was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
During device evaluation by baxter on a colleague infusion pump a failure code 808:02 on channel a occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.